Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr901 ipg implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds, ranging from 08v at .4ms to 2.0v at .4 ms through the analyzer. The rv lead also exhibited low pacing impedances, as low as 78 ohms. The lead was capped and replaced. No patient complications have been reported as a result of this event.